Manufacturer narrative:
D4 expiration date: update the null value from 'ni' to n/a'. H11: two (02) actual devices were received for evaluation. A visual inspection observed a separation between the cap and the housing; potentially due to a recessed gland. Pressure and clear passage under water testing, and priming were performed on the samples; leaks were observed at the first y-site clearlink of a sample and third y-site clearlink of the second sample. Additionally, an autopsy was performed which identified a recessed gland on both samples. The reported condition was verified. The cause of the condition was determined to be improper automatic assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets leaked from the tubing injector sites (clearlink). This occurred once the intravenous therapy was started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.